Manufacturer narrative:
Date rec'd by MFR: 25jul2019. Date of report: 05aug2019. The fse was unable to confirm the reported touchscreen issue. The fse replaced the touchscreen as a precautionary measure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
A touchscreen issue was reported. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.